Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference to case (B)(4).

Event description:
It was reported that the instrument does not work correctly, it does not cut, the working element heats up, the handles of consumables are damaged, adverse consequences user: the doctor suffered a burn from the working element. Currently the doctor no longer has any injuries and is doing. It has already caused harm to a patient harm to patient is covered under medwatch 9610617-2024-00309.

Manufacturer narrative:
Additional information is provided in section b5, d9 and e1. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: since the product is in good condition and not damaged, it is supposed that the application is faulty. Another possible cause is that the sling used became too hot during application and heated the working element. Since no sling was returned, this cannot be investigated further. Since the current flow in a bipolar loop is only through the loop, the statement that the working element has heated up cannot be verified. However, since the article was labeled "vitalmex.," it can be assumed that it was repaired by an external company. Otherwise, the device shows no visible damage and is in good condition. The event is filed under internal karl storz complaint ID: (B)(4).